Manufacturer narrative:
Steris has confirmed the reported issue. The polyblend plastic material that is used to form the light handle cover was sourced from a secondary supplier beginning in (B)(6) 2022 and may not meet performance specifications. Steris initiated a recall (removal) of the affected product on (B)(6), 2023.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure their light handle cover detached and fell into the sterile field. No report of injury.